Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can¿t be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: hospital found that two injection needles were clogged when using injection needles, and the frequency of clogging was relatively high, requiring the manufacturer to investigate and feedback.